Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath and coil were microscopically and visually examined. The rotawire was removed from the burr catheter. The sheath is torn approximately 20cm from the strain relief. The fractured/separated ends of the sheath were stretched and jagged which indicates the shaft separation was due to tensile forces. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 25-apr-2018. It was reported that the device was defective. A 1.50mm rotalink¿ plus was selected for use. However, it was noted that the device was defective. The procedure was completed with another burr. No patient complications were reported. However, device analysis revealed that the sheath was torn.